Event description:
The customer reported that the system lost video from the camera which would prevent the production of a fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.